Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with bright green/ blue sticky substance coming from the white connection port from their system controller. The patient cleaned it at the time and it came back the next morning. There were no unusual events recorded in the log file event history. It was recommended to rotate the safety lock and depress the red button. The controller was finally exchanged.

Manufacturer narrative:
E1: reporter email was not available manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller was confirmed. A review of the submitted and downloaded controller event log files extracted from the system controller (serial number: (B)(6)) contained overlapping data spanning approximately 18 days ((B)(6) 2024 at 16:25:11 to (B)(6) 2024 at 11:44:37, and (B)(6) 2024 from 09:44:26 to 09:44:28 per timestamp). On (B)(6) 2024 at 11:44:06, the driveline is disconnected for a system controller exchange. There were no other notable events or alarms were captured in the log file. Pump operation was not affected. The system controller (serial number: (B)(6)) was returned with fluid ingress appearing on the white power cable strain relief and bottom of the white power cable connector. The system controller was functionally tested and passed all testing. The controller was able to support pump function for extended operation. The system controllers power cables were stripped, and fluid ingress was found throughout the entire length of the cables. The system controllers housing was opened and revealed fluid ingress at the connector where the power leads enter the system controller housing; however, the fluid ingress did not reach the printed circuit board assemblies. The presence of fluid did not affect functionality of the controller. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.